Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5054 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that during a routine generator change, the right atrial (ra) lead exhibited a "popup of anomalous impedance". The ra lead was confirmed to have low impedance values and oversensing was detected. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.